Event description:
There was an allegation of questionable vitamin b12, folate, and vitamin d results for 3 patient samples on a cobas e 801 analytical unit. Patient (B)(6): the initial vitamin b12 result was 2000 pg/ml with a data flag and the repeated result was 884 pg/ml. The repeated result was believed to be correct. The initial folate result was 20.0 ng/ml with a data flag and the repeated result was 9.12 ng/ml. The initial vitamin d result was 120 ng/ml with a data flag and the repeated result was 14.1 ng/ml. Patient (B)(6): the initial vitamin b12 result was 2000 pg/ml with a data flag and the repeated result was 254 pg/ml. The repeated result was believed to be correct. The initial folate result was 20.0 ng/ml with a data flag and the repeated result was 4.25 ng/ml. The initial vitamin d result was 120 ng/ml with a data flag and the repeated result was 28.8 ng/ml. Patient (B)(6): the initial vitamin b12 result was 2000 pg/ml with a data flag and the repeated result was 867 pg/ml. The repeated result was believed to be correct. The initial folate result was 20.0 ng/ml with a data flag and the repeated result was 7.94 ng/ml. The initial vitamin d result was 120 ng/ml with a data flag and the repeated result was 39.6 ng/ml.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The reagent lot numbers and expiration dates were not provided. The field service representative found that the reagent syringe 1 was significantly leaking and a seal within the syringe was severely deformed. A new seal was installed, which appeared to resolve the issue. The investigation is ongoing.

Manufacturer narrative:
An evaluation of the manufacturing process did not reveal any abnormalities. The investigation could not determine a definitive cause for the reported syringe leakage. The leakage could not be reproduced during the investigation with multiple extensive tests. The investigation determined the service actions resolved the issue.